Event description:
Additional information was received that after the pump exchange while the patient was post-operatively in the ICU, the patient had loss of motor function on their left leg. A cranial computed tomography (CT) scan showed hypodense areas on the left frontal and occipital areas. The patient had no awakeness. On post-operative day 5, on (B)(6) 2024, the patient had cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and veno-arterial extracorporeal membrane oxygenation (va-ECMO) was implanted. The patient passed away the same day. The cause of death was stated as a cardiac-dependent sudden death. The death was considered to be related to the thrombosis complication that occurred on the patient's original pump. Since the pump thrombosis occurred early post-operatively, the patient had no thromboembolic or coagulation disorders before the case, and there was no mural thrombi or trabeculae observed in the left ventricle after coring, the center considered the complication and death to be device related. The original pump did not operate as expected due to the early pump thrombosis. The new pump operated as expected.

Manufacturer narrative:
E1: the customer site was (B)(6) hospital. H6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate (hm) 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was exchanged to a new heartmate 3 due to thrombosis. The patient passed away on (B)(6) 2024, post-operative day 5.

Manufacturer narrative:
E1, reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.